Event description:
The consumer reported that they had pain at the implant site and had seen their healthcare provider once. The patient stated that they had a motor vehicle accident and had another appointment scheduled for (B)(6) 2016. The change in therapy or symptoms was considered sudden in (B)(6)2016. The patient also reported being unable to charge in (B)(6) 2016 and troubleshooting was able to get 6-8 coupling bars and resolve the issue. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.